Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident was 137 mg/dl. Troubleshooting was initiated and after cleaning the battery cap contacts and switching to a new aaa battery the alarm recurred. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All operating currents were within specification and no unexpected low battery, failed battery test or off no power alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.